Event description:
It was reported that the patient was experiencing undesired sensation due to overstimulation on the legs. Inadequate pain relief was also noted. The patient underwent explant procedure. No further information has been obtained.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. D6b: explant date: procedure happened on 2021. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7091890/7091920.